Event description:
It was reported that the alarms are not sounding at the patient information center ix (pic ix). It is unknown if the device was in use on a patient at the time of the event; there was no adverse event reported. The customer called back and indicated that they self-resolved the issue. The cable was found to be loose and the cable was re-secured to resolve the issue. There was no product malfunction. This is a user issue.